Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated occlusion alerts during attempted meal announcements while using a contact detach infusion set (23 in, 6 mm), resulting in hyperglycemia to 230 mg/dl that persisted out of range for approximately six hours. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included guided troubleshooting, disconnection to observe drops through the tubing, multiple site and supply changes, cartridge inspection that revealed a visible air bubble, cartridge replacement with rewind and re-priming, complete tubing fill prior to reconnection, cannula fill, and successful delivery of a subsequent meal announcement. Investigation of this case revealed that an occlusion condition was encountered and that air in the cartridge and line likely contributed to interrupted insulin delivery prior to the successful replacement and priming sequence. It was concluded, based on previously established findings for similar reports, that the cause was occlusion associated with infusion set and cartridge priming issues leading to interrupted insulin delivery, resolved with complete replacement and proper priming.